Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 20 minutes after starting treatment with a revaclear 400, the patient experienced dizziness, chest tightness, shortness of breath, and abdominal pain. Medical intervention consisted of suspending ultrafiltration, atropine, and dexamethasone. Treatment was ended without the extracorporeal blood being returned to the patient. The dialyzer and dialysis method were replaced and the dialysis "went smoothly and treatment was stable". Vital signs were stable, and no discomfort was reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.